Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self -test and displacement accuracy test p-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. Pump error 23 was noted which was expected. No alerts/anomalies/alarms noted during testing. Pump error 24 was found in the history files on 08/17/2025 20:37:00.000. Pump error 23 was found in the history files on 08/17/2025 21:00:04.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no anomalies on electronic stack, motor, force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay and scratched case. Pump error 23 was not confirmed. Pump error 24 was confirmed, isolated to electronic stack. Unable to verify customer's high bgs. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The customer received pump error 24 (this alarm is generated when a power failure is detected). The customer reported a blood glucose value of 280 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) unomedical, mmt-1884, and unk_disposables. Troubleshooting was performed for the critical pump error, and the pump screen turns off. Troubleshooting was performed for the pump error 23, and the serialized device was replaced. Troubleshooting was not performed for the high blood glucose. No further patient complications were reported. No product return is required for unomedical and unk_disposables. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.